Event description:
Patient given erwinia intramuscular in both thighs, then placed hot packs on top of legs to help with pain. Patient has done this many times in the past without issue, but this time one of the warm packs caused a red rash on the skin. Mom said the warm pack felt warmer than the other one that was initiated at the same time. Rn removed the hot packs and felt the temperature of the one in question was significantly hotter than the other one 20 minutes later.